Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that it was taking the patient over 2 hours to charge the ins to 90%. The rep reported that the patient¿s recharge quality was going between good/excellent without moving. The rep spoke to the patient over the phone on the day of the report and just ensured they were getting good/excellent quality. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that when the implant was interrogated it showed there was poor coupling between the recharger and implant. The time to go from 40% to 90% was 1.5 hours and was labeled as fair coupling. The patient was reeducated about charging and was encouraged to use the recharging belt which improved coupling for future charges. The patient noted that coupling had improved since using the belt.